Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (2gm, frequency, and lot number not reported) and gentamicin (80mg, frequency, and lot number not reported) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.